Event description:
It was reported that when the device was used during a nephrectomy, it misfired on the renal vein. It did not cut and did not staple. A different device was opened- it is not known which device was used first. The surgeon fired the second device on the renal vein and according to the contact it cut and did not staple. There was bleeding from the vein and the pt had to be opened to suture the vein and to control bleeding; 600ccs of blood loss was experieced. There was no other reported pt consequence.